Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the craniotome device and the compact speed reducer device were not working when used together. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were damaged, the ball bearing had fallen apart, the balls and cage were missing and the crani bracket was damaged. It was further determined that there was damage to the swivel joint. It was further determined that the device failed pretest for visual assessment, lock operation, cutter insertion vibration and temperature. It was determined that the issue was consistent with product design, construction/design false, defective. Since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the investigation, it was determined that the assignable root cause was determined to be due to product design, construction/design false, defective. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.